Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed critical pump error after customer put the pump in the pool. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No critical pump error noted. However, the device was received with partial display, high sleep current and alarmed pump error 75 during self test due corroded electronic assemblies. The device alarmed pump error 38 during rewind due to corroded motor home switch. The device was received with cracked retainer, minor scratches on case and minor scratches on lcd window.